Event description:
Dr placed unknown 20f peg into pt's stomach on event date. On the next day the pt experienced a slight temp and abdominal tenderness. Blood cultures and medication were ordered by dr. 2 days after event date the pt was in the same condition with acute abdominal pain and infected peg site. Pt was tachycardiac also. 3 days after event date, the physician evaluated the pt and noted that pt needed exploratory surgery. Dr performed the surgery and found leaking gastric contents from around their peg tube and peritonitis. Peg was removed and a g-tube and l-tube were placed. Pt continued to worsen and expired 9 days after event date.